Event description:
This lead was implanted on (B)(6) 2004, and is still in active use. This lead experiences high thresholds. The physician was dr. (B)(6) at (B)(6) hospital medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).